Manufacturer narrative:
(B)(4). Upon receipt, the device was evaluated. Visual inspection noted no anomalies. The device was interrogated and a memory download was performed successfully. An electrode was inserted into the device header with no difficulties; the setscrew was tightened and held the electrode in place. The seal plug was intact. Manual impedance testing produced in-range measurements. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks due to t-wave oversensing. The patient had missed dialysis due to another illness and received the shocks when heaving. At the hospital, it was reported the patient's potassium level was high. The inappropriate shocks induced ventricular fibrillation (vf), which was successfully treated by the device. The patient did eventually undergo dialysis, but then received another inappropriate shock while on the toilet and bending downwards to adjust their boot. It was noted the shock impedance measurements had increased significantly since implant and the r-wave amplitudes had decreased. The sense vector was reprogrammed to secondary. However, the next day, the patient received three additional inappropriate shocks, again due to t-wave oversensing. The device was programmed off until further evaluation of system placement could be performed. X-rays were reviewed and it appeared the electrode may have moved slightly. Re-screening results, with the electrode on the right side, were reviewed by technical services and was deemed to be not optimal placement for this patient. The smart pass feature was discussed; if a system revision was planned, additional analysis of the episodes simulating the smart pass algorithm should be considered to see if an upgrade to a second generation s-ICD model was warranted. No adverse patient effects were reported. The device was later explanted and was returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The field representative later reported that the device remains programmed off. No system revision was performed, or was being planned at this time. The physician reviewed x-rays of the system placement and did not believe the electrode had migrated. The physician believed the patient's change in condition was from causes not related to the device and the physician had no allegations or performance concerns against the s-ICD at this time. A review of the stored episodes was performed to evaluate the benefit of the smart pass feature, available in the new generation s-ICD. The patient had experienced 6 treated episodes, all of which were analyzed with baseline conditions and smart pass on. For all episodes, baseline condition resulted in a simulated charge. The r-wave amplitudes decreased and t-wave amplitudes increased at rest. Smart pass on improved the outcome in 2 of 6 episodes; however, problems remained in the other 4 episodes with smart pass on. As the issues of t-wave oversensing were not able to be avoided with programming or with the smart pass feature, the device and electrode were subsequently explanted upon the patient's request. It was reported the patient had an improved ejection fraction of 61%. The explanted products were returned and are undergoing laboratory analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks due to t-wave oversensing. The patient had missed dialysis due to another illness and received the shocks when heaving. At the hospital, it was reported the patient's potassium level was high. The inappropriate shocks induced ventricular fibrillation (vf), which was successfully treated by the device. The patient did eventually undergo dialysis, but then received another inappropriate shock while on the toilet and bending downwards to adjust their boot. It was noted the shock impedance measurements had increased significantly since implant and the r-wave amplitudes had decreased. The sense vector was reprogrammed to secondary. However, the next day, the patient received three additional inappropriate shocks, again due to t-wave oversensing. The device was programmed off until further evaluation of system placement could be performed. X-rays were reviewed and it appeared the electrode may have moved slightly. Re-screening results, with the electrode on the right side, were reviewed by technical services and was deemed to be not optimal placement for this patient. The smart pass feature was discussed; if a system revision was planned, additional analysis of the episodes simulating the smart pass algorithm should be considered to see if an upgrade to a second generation s-ICD model was warranted. No adverse patient effects were reported.